Event description:
It was reported that the device will intermittently not operate on battery power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported intermittent failure was not verified. Proper device operation was observed through functional and performance testing. The power supply assembly was replaced as a precautionary measure, and the device was subsequently returned to the customer for use. The root cause of the reported intermittent failure has not been determined.